Event description:
It was reported that when session sync was done following interrogation of the device, not all r wave measurement values were brought over to the database.the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.